Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-8916spn, wrist spanning plate, 9 hole, batch number 047411907, was returned for investigation. An associated screw was also returned; however, the part number and batch for the screw are unknown. Visual inspection noted that the plate was fractured at the center hole in the bend. Additionally, the threads inside the holes along the plate showed damage, likely due to the implantation and explantation process. The device also exhibited discoloration, chipping, and surface wear. The screws exhibited some surface damage. Functional testing noted that the threads of the plate were damaged, and the screws encountered resistance during insertion. The most likely cause of the reported failure is a patient-specific event, attributed to fracture of the plate and subsequent revision surgery performed 5 weeks post-operatively. The associated screw could not be fully evaluated due to unknown part number and batch information; however, resistance during insertion was noted, likely related to damaged plate threads. Per dfu-0192-eo revision 8: ¿postoperatively and until healing is complete, fixation provided by this device should be considered as temporary and may not withstand weight-bearing or other unsupported stress. The fixation provided by this device should be protected. The postoperative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the device.¿ refer to investigation photos. The complaint allegation is confirmed. However, the associated screws exhibited only surface damage.

Event description:
It was reported by a patient that he had a wrist fusion about a year ago and the plate broke into two parts after 5 weeks. A revision surgery has been done and the plate has been replaced.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.